Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The product was not returned for evaluation, however, a retained sample of the batch was evaluated. Complaint sample was evaluated and the reported event was not confirmed. The vacuum test has been performed: the system is tight. The monomer pouch is well punctured; a plug of monomer is observed in the cylinder cannula. DHR was reviewed and no discrepancies were found. The complaint was not confirmed as the device analysis indicated that the device met specification. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement powder could not be mixed as the liquid would not come into contact with the cement powder. No further information has been made available at this time.